Event description:
The event is reported as: the customer alleges that the tubing has too much rain-out water causing the device to alarm. It is unk if the unit was in use during the alleged incident. No report of a pt injury.

Manufacturer narrative:
The device sample was rec'd by the MFR, but the investigation is incomplete at the time of this report. Per DHR (device history record), the product concha neptune. Serial# (B)(4) was manufactured on 04/04/2011. The DHR investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required.